Manufacturer narrative:
The instrument has been investigated. The customer cleaned collets prior to field service engineer's (fse) arrival. The field service engineer (fse) evaluated the instrument and found tip clamps and plunger clamps to be clean in the problem area of the pipetter assembly. The instrument was inspected, tested without further problem, and returned to service.